Manufacturer narrative:
The returned device was visually inspected and functionally tested and passed the returned product inspection as per specification. Visual inspection showed that the shaft, sheath and dilator were intact with no apparent issues. Both the distal tip and dilator tip were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the shaft. The tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal. Functional test showed that the deflection worked as per specification. Dilator could be locked into the handle and it does not pull out from handle. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic regarding an adverse event that occurred in preparation for a cryoablation procedure. The transseptal puncture was done without any complications. The physician placed the sheath in the left atrium following all device recommendations. After 5 minutes, the physician observed a st-segment elevation. During a coronary angiography, the physician observed a spasm at the medial (B)(4). The arteria was opened with a ptca balloon. After the intervention, the spasm was completely lost and the st-segment elevation resolved after 15 minutes. The case was aborted. There were no further patient complications reported post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.